Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. Vascular access was obtained via right femoral approach. The 90% stenosed target lesions were located in the heavily calcified proximal left circumflex (lcx) and proximal left anterior descending (lad) arteries. After a 6f non-bsc guide catheter and a 0.014 non-bsc guide wire crossed the lesion in the proximal lcx, pre-dilatation was performed with a 3 x 20 balloon catheter at 14 atmospheres. A 2.75x38mm promus element¿ plus drug-eluting stent was then implanted in the proximal lcx at 12 atmospheres and was post-dilated with a 3 x 20 balloon catheter at 20 atmospheres. During completion of percutaneous coronary intervention (pci) in the lad, it was noted that the promus element¿ plus stent implanted in the lcx had foreshortened. Subsequently, the stent was dilated again with a 3 x 20 balloon catheter at 20 atmospheres then at 22 atmospheres, but the problem remained. No patient complications were reported and the patient's status was stable.